Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer stated that she is unable to remove battery, also got a motor error day before. The troubleshooting was performed. The customer was advised that the false motor eror alarm may be caused by viewing the sensor glucose graph while the pump is dlelivering a bolus. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. No motor error alarms were noted. The insulin pump was received with minor scratches on lcd window. Unit received with battery tube threads. The insulin pump also has stripped battery cap coin slot.